Event description:
It was reported an asymptomatic patient presented in clinic with an implantable cardioverter defibrillator that could not be interrogated. The patient's device was explanted and replaced on (B)(6) 2018. The patient was discharged and no further information was available.